Event description:
Dialysis machine was set to remove 4 lbs from pt. Dialysis machine registered 4 lb weight loss. At termination of treatment pt was weighed on scale and was determined to have actually gained 10 lbs due to malfunction of dialysis machine (machine added 10 lbs to the pt's weight). (Pt is weighed both before initiation and after termination of dialysis treatment).